Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump beeps and it was annoying. The customer's blood glucose was unknown. The customer stated that the insulin pump beeps and it was annoying, there were no alarms on the screen, 1 beep every 15 to 20 minutes. Checked the audio options, customer was using audio and vibrate and the volume was at 2. The troubleshooting was not completed. The product will not be returned for analysis.